Event description:
Implants were put in in 7/8/81 after subcutaneous mastectomy. Rptr had repeat surgery 9/23/81 because tissue would not heal; skin graft procedure used. Rptr had chronic infection in 1990, as well as chronic fatigue, arthritis, and other various ailments. Implants were removed 12/27/93. No replacements were used.